Event description:
Pt reports defective tubing (lot number 4220038, quantity 8 and lot number 4135484, quantity 1) is related to previously reported cassette issue. Pt previously reported that 2 cassettes from lot number 4235231 would not read on pumps. Pt confirmed this was a cassette and tubing issue, not a pump issue. All defective tubing was already returned to the MFR along with the previously reported defective cassettes. No additional info, details or dates are available at this time. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? No, already returned to MFR. Did [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes; was the pt able to successfully continue their therapy? Yes; is the therapy life sustaining? Yes. Reported to cvs/caremark by pt/caregiver.